Manufacturer narrative:
Abbott field service representative inspected the analyzer and performed troubleshooting including replacing multiple parts. The high concentration waste nozzle tubing (hcw wsh nzl to hcw pump in) was determined to be the likely cause for the issue. A review of the architect serial (B)(4) service history identified no additional service or complaint issues on or around the date the issue was reported. A review of complaint and trending data for the parts associated with this event identified no issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported false elevated magnesium results were generated on the architect c4000 analyzer. The customer provided two examples sample 1 generated 3.3 and 1.4 mg/dl and sample 2 generated 5.8 mg/dl and a new sample generated 1.8 mg/dl. No impact to patient management was reported.